Event description:
Unomedical reference number (B)(4). Event occurred in the(B)(6). On 19-apr-2024, it was reported by patient's mother that the infusion set cannula was bent upon removal from the site that increased blood glucose to 300. The site of insertion was abdomen. The infusion set was in use for 1 day. No further information available.